Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "blurry and not clear" was confirmed. According to henke: scope has been evaluated as a level 3 repair due tot he deep distal damage, dent/flat spot on the needle, scratches, residue and broken internal optics. Probably root cause for this failure is: been determined to be from customer use and handling. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.